Event description:
Per independent repair center, unit is alarming or red light. Failures include: lose zip ties, stuck 4-way valve, stained poppet valve, leaking hoses at the gear clamps, and missing cabinet filter.